Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited dirt on the objective lens, which caused a foggy image. There was no patient involvement.